Event description:
A caller reported a malfunction on the pump, identified by a malfunction code, which was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed the specified limit. Customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.